Manufacturer narrative:
The insulin pump unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety notice inquiry about their drive support cap. The customer state their drive support cap was protruded. The customer's blood glucose level at the time of incident was 140mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.